Event description:
The catheter was placed for chemotherapy. The pt stated the catheter was "too long" and slipped under his belt. When the pt tripped, the catheter became dislodged. This was noticed at the next treatment, when a saline flush before chemotherapy caused swelling in the pt's right shoulder. The catheter was removed.